Manufacturer narrative:
H4: the lot was manufactured from august 14, 2020 - august 17, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which revealed that the clamp was damaged. The reported condition was verified. The cause of the condition was due to supplier related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were breaking .it was further stated that another clamp was used with the bags. This was identified during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.